Event description:
A customer reported a beckman coulter inc. (Bci) that the ER physician questioned accu tni results generated by the unicel dxi 800 access immunoassay system for one patient. Two samples were tested for accu tni and results were 0.396ng/ml and 0.137ng/ml. The results were within the risk stratification range; however, they did not match the patient's clinical picture. Both samples were retested on a different instrument in the customer's lab and lower results were obtained ("approx 0.04ng/ml and approx 0.02ng/ml"). Corrected reports were sent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, they had one qc failure in 2008, and qc passed upon repeat. Based on archived data, several qc failures were noted the next day. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered peri-pump tubing that looked worn which was replaced. The fse found problems with several transducers which were replaced. Per fse, all reagent precision valves and pumps were reworked to address qc imprecision and then hardware verification protocol was performed, and results passed within specifications. Patient treatment was not affected in this event, all accu tni results were within the risk stratification range, and below the ami cut-off of 0.50 ng/ml. Due to the potential for this event to recur unknowingly, there is a potential that a pivotal assay could be erroneously reported and treatment decision may be affected. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.